Manufacturer narrative:
Other relevant device(s) are: product ID: 9733625, serial/lot #: (B)(4), UDI#: (B)(4). The uninterrupted power supply (ups) was returned to the manufacturer for analysis. The returned ups would not power up on the t est bench. The hardware investigation found that the reported event was related to a hardware issue. A medtronic representative went to the site to test the equipment. It was reported that the ups of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. It was reported that the system was unable to power on. When plugged in the site could hear the uninterrupted power supply (ups) clicking,but the power light would not illuminate and nothing would power on. There was no patient present at the time of this event.